Event description:
It was reported the longevity was short and "appears to be excessive". The battery voltage 6 months ago was 2.97 and now it is 2.74. It was further reported that there was early battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: a high current drain condition was found. Electrical analysis found the cause of the high current drain to be current leakage in the battery filter capacitors.